Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and was unable to capture. It was determined that the rv lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.